Event description:
It was reported that the atrial lead exhibited noise. When the lead was explanted an insulation abrasion was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.